Event description:
It was reported that bd syringe 10 ml ll tip bulk convenience pak contained foreign matter. Verbatim: complaint via email. On (B)(6) 2026, during visual inspection of lot 20260608-15487a phenylephrine xxxxx1000 mcg in 10 ml syringe, one syringe was found to contain a foreign particulate.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.